Event description:
It was reported that customer experienced repeated cartridge alarms with pump, including cartridge alarm 20, not related to loading process. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support confirmed warranty status, arranged shipment of replacement pump, instructed customer to place malfunctioning pump in storage mode and return it within 10 days using provided shipping materials, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement pump.